Event description:
False negative urine hcg reported. Quantitative test was performed; result was serum quant of 45 mlu/ml. Patient tested on unspecified home pregnancy test and result was positive. In addition, patient came back to the clinic on (B)(6) for a physical. Urine sample was taken. Just to test her kits, she ran the new urine on an hcg kit of a different lot than the complaint lot and got a clear positive. She said she then tried that urine on a device from the kit from this complaint and received a negative result. No reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion: customer's complaint was not replicated with in-house testing. Returned and retain devices were tested with 25 miu/ml hcg urine controls. All results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient in-house analysis. Product deficiency was not established. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.